Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). UDI (di): (B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation increased on its own and then suddenly stopped. The patient indicated she was then unable to communicate with her ipg with both the programmer and charger. The sjm representative met with the patient and confirmed the issue. X-rays were taken and no anomalies were identified. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Results: the complaint of no stimulation was confirmed. As received the ipg was nonfunctional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.